Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the device was not performing as expected. All components, but the reservoir, were removed and replaced. Fluid loss was observed in the explanted device due to a hale in one cylinder. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.